Event description:
It was reported that during a low anterior resection procedure, after the firing, when the surgeon retrieved the device, only the housing part of the device was retrieved and anvil was remained at the same position with pulse string suture. The device did not cut tissue at all. Another device's housing was connected to the remained anvil and fired to complete without any problem. The surgeon and his assistant confirmed that the sound the anvil was connected to the trocar properly. They also confirmed that there were no staples fallen in the bowel. When anvil was fully closed even though the tissue was thick, the safety lever could not be released. The safety lever could be released somehow and fired at the first firing. The firing needed a little less power to grasp the firing handle. After the procedure, the surgeon fired the complaint device and cut a paper, the device cut the paper properly, but no staples were formed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.